Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing impedance, from 1000 ohms at implant to approximately 2300 ohms currently. In addition, noise is observed on the rate/sense channel, and undersensing has been observed near the lower rate limit. A guidant technical services (ts) consultant recommended implanting a separate rate/sense lead. The physician elected to explant and replace this lead with a different guidant defibrillation lead. There have been no reported symptoms associated with this clinical observation.